Event description:
It was further reported the patient experienced low grade hemolysis.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated the patient experienced hemolysis; b5 and h6 updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the (B)(6) study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived to local emergency department (ed) feeling poorly and denied any bleeding issues. The patient showed lower left ventricular assist device (vad) flows in comparison to baseline and decreased hemoglobin. The patient received one unit of packed red blood cells (prbc) and returned home. After two days, the patient was readmitted for dark tarry stools, dyspnea upon exertion and suspected gastrointestinal (gi) bleed where two units of packed red blood cells transfusion were given. The next day, an upper endoscopy (egd) showed oozing within duodenal bulb with clips being placed and additional units of packed red blood cells (prbc) were giving. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. The reported low flow event could not be confirmed since log files covering the reported event date were not available for analysis. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information received from the site indicated that the patient was feeling poorly and denied any bleeding. Additionally, the patient exhibited decreased estimated flows and hemoglobin. The patient received a unit of packed red blood cells (prbc) and returned home. The patient then presented with dark tarry stools, dyspnea upon exertion, and suspected gastrointestinal (gi) bleed where two units of packed red blood cells transfusion were administered. An upper endoscopy (egd) showed oozing within duodenal bulb with clips being placed and additional units of packed red blood cells (prbc) were given. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, gastrointestinal (gi) bleeding is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, is sues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.